Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 41 for this event. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: out of 41 devices, two encor biopsy probes and vacuum assemblies were returned for evaluation. Both the product packaging appeared to be damaged on the bottom end of the packaging adjacent to the intended opening flap. During visual evaluation, the probes appeared clean with the aperture approximately 100% closed. The saline cap was returned. The damage was noted on both the product packaging. In sample #2, the damaged packaging has a snowflake shape impact on the packaging. No other anomalies were identified. Therefore, the investigation is confirmed for the reported tear, rip or hole in device packaging (crack and sterile breach on package) issue in two devices. Although eight electronic photos were provided and reviewed. It was observed that the crack was found and visible in all photos. Therefore, the investigation is confirmed for the reported tear, rip or hole in device packaging (crack and sterile breach on package), as made with the provided photos. Based on the photo review, the remaining 39 devices are confirmed. A definitive root cause for the alleged tear, rip or hole in device packaging could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 03/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a breast biopsy procedure, the probe holder was allegedly cracked and damaged. There was no patient contact.

Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 41 for this event. As the lot number for the device was provided, a review of the device history record is currently being performed. Out of 41 devices, two devices returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that prior to a breast biopsy procedure, the packaging of the device was allegedly found to be damaged. There was no patient contact.